Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not make exposure. The fse replaced the ippc and recreated the patient database. The ippc was returned to philips for further analysis. The analysis confirmed the malfunction of the ippc and identified that the cause of the issue was failed lin-pci-chk. Following the replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device expose did not possible. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips service engineer inspected the system on site. It was identified that ippc was failing. The ippc has been replaced that the system was returned to use in good working order.